Event description:
Reporter alleged the needle that is a part of the soft touch lancing system used in finger-stick blood glucose testing would not retract after use. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.